Event description:
The customer reported that the shaver handpiece was not working. No injury or delay in surgery was reported.

Manufacturer narrative:
Investigation results: the handpiece was investigated and the reported problem of the unit not working was verified. Further investigation found that the handpiece activated on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this failure mode.